Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair noted insufficient flow due to the clogging of the nozzle hose. A (solid material ) whose origin could not be identified and removed is partially clogging the hose nozzle. In addition, service repair during device inspection noted the following findings: distal end insulation was not to specification. Discoloration of lg lens glue. Discoloration of ob lens glue. A-rubber glue (bending section) peeled off. Discoloration of a-rubber glue. Insertion tube (coating on connecting tube ) peeled off. Connecting tube scratched. Angulations were less than standard. Evaluation findings confirmed the customer reported issue of an air/water problem flow issue and was found to be due to clogging of the nozzle hose. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent the device request for inspection and repair with a description of air/water flow issues from the air/water flow system. The issue occurred during an unknown event. There was no patient harm, no user injury reported. Device evaluation, service repair noted, insufficient flow to the clogging of the nozzle hose.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material and the cause of the foreign material caught in the nozzle could not be identified. It is likely that that the material was not removed even though the user reprocessed the device properly in accordance with the instructions for use (IFU). Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual - preparation and inspection inspection of the endoscope -inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ ¿operation manual - inspection of the endoscopic system inspection of the air-feeding function inspection of the objective lens cleaning function¿ ¿reprocessing manual- precleaning the endoscope and accessories flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. ¿manually cleaning the endoscope and accessories_ clean the external surfaces of the insertion section immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section and confirm that all debris is removed from all surfaces of the distal end.¿ ¿flush the air/water channel with detergent solution¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.